Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the load fill tubing process occurred without user intervention; delivering 30 units of insulin while connected to the site. The customer's blood glucose was 162-163 mg/dl. Subsequently, customer went to the emergency room (ER), however, did not receive treatment. Customer consumed carbohydrates to address bg level. Customer left the ER one hour later. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.